Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the straight plate shaft was returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. There was proteinaceous debris observed on the eyelet of the shaft. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the plate broke prior to surgery. According to the report, the product was replaced with a new one to complete the procedure and the patient was well.